Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on 05/24/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer went to the hospital on (B)(6) 2016 from 4pm to 8pm. Customer states they checked her labs every 40 minutes to ensure it was not going lower and then put an IV on the patient and would maintain her sugar levels from dropping. She was advised to eat her meals on time and reduce her insulin. Also to check her sugar every meal and then on (B)(6) 2016, the doctor stated to test only once before breakfast. Caller also states that mother was taking 46 units of insulin daily and on her doctor visit on (B)(6) 2016, they lowered her dose at night to 40 units and then after her visit on (B)(6) 2016, they called her on (B)(6) 2016 informing her to lower her dose at night before bed to 35 units. Manufacturer contacted customer on 05/24/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests result obtained of 90 mg/dl on (B)(6) 2016 at 05:06pm. The customer's expected fasting blood glucose test result range is 146-176mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 89mg/dl and 98mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 4/20/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: 66mg/dl. Care giver calling in on behalf of patient. Caregiver states the meter is reading too low. Caregiver states that the husband tested her blood and read a 90mg/dl and states the customer was not responding and called the paramedics. When the paramedics arrived their meter read 70mg/dl. Caregiver states that customer does not have symptoms of low blood sugar and denies need for medical attention at the time of call.